Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One tr band, inflator and packaging were returned for assessment. The sample was subject to visual analysis. There were no damage or deformities noted on the band or inflator. 0ml of air is left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for 30 seconds. A leak was observed from the weld on the inflation balloon. The sample was placed under the microscope to look at the leak. Upon visual inspection, there is an incomplete weld on the inflation balloon. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld on the inflation balloon. The operations quality engineer was notified about this issue and an nonconformance (nc) was initiated. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band was applied to right radial access site per the instructions for use (IFU). 16ml was added to band initially; however, the patient began to bleed, and the scrub tech inserted 10ml of additional air. During this time, the scrub tech stated she could see the band deflating and not holding air. The scrub tech asked for assistance with holding pressure to the access site and a new band was placed from a different lot. Hemostasis was achieved without difficulty with 11ml of air. The procedure for the patient was a coronary angiogram. The estimated blood loss was less than 250cc's. There was no patient injury and/or required medical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 12 mar 2024: immediately after initial inflation the tr-band noted to be losing air. A second tr band was applied with no issue. There was no noticeable damage to the tr band. The patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.